Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she received several no delivery alarms and motor error alarms. The customer's blood glucose was 492 mg/dl at the time of incident. The customer's blood glucose was over 500 mg/dl at the time of call. The customer stated that she took manual injections to treat her high blood glucose. The customer mentioned that the bumper sticker has fallen off. The insulin pump was able to rewind. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to do a complete set change. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.